Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg reporting numbers: 3004608878-2022-00175 3004608878-2022-00177. A facility reported that during an unspecified procedure, the patients' head moved in the mayfield ultra base unit (a2101). They changed the system, and the event led to increased surgery time of 20 minutes. The entire system will be sent in for inspection. Additionally, the device suffered post-operative fall damages, which means that the fixation via the small wheel currently does not work. No patient injury occurred.

Event description:
N/a.

Manufacturer narrative:
The mayfield base unit was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Inspection of the base unit (sn(B)(6) revealed that the handle assembly had a loose retaining pin and the handle needed to be replaced. Once repaired, the unit was inspected and marked with instance number (B)(4). Root cause - probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.